Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the high impedance was not determined. On the day of the call the rep spent 90 minutes trying to utilize the few available electrodes to get the proper paresthesia. The issue has not been resolved at this time. The rep will be meeting with the patient at their next follow up to see if programming is satisfactory. No date has been scheduled yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the caller reported that the patient had a battery replacement last (week date of call: (B)(6) 2021) and at the post-op they were seeing some high impedances. The caller indicated that the patient had a 565 lead and the values were elevated with reference 0, the caller indicated that all electrodes had red indicators except for 9 10 11 12 13 15 with values 18000-19000 were displaying green indicators. Had the caller check reference 9 and provide the following impedance values 10 1760ohms 11 690ohms 12 690ohms 13 690 ohms 14 15490ohms 15 700ohms. The caller indicated that they tried to program different configurations with the electrodes that had green indicators, the caller provided one specific example of a configuration that used 9, 10, and 11, and they were getting out of regulation (oor) messages when increasing the intensity. The caller reported that the patient did not feel stim up to 20ma. The issue was not resolved through troubleshooting. The caller indicated that the patient was getting x-rays at the time of the call. Reviewed some programming options to try and reviewed information about potential component replacement.